Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the plaster on infusion set was peeling off. It was reported that the adhesive on the infusion set was defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.